Event description:
The customer called and reported experiencing low blood glucose of 38 mg/dl, 42 mg/dl and 48 mg/dl. The customer's blood glucose at the time of this report was 76 mg/dl. Troubleshooting was performed with the insulin pump. It was found the reservoir was showing more insulin than was on the status screen. The totals, history, and basal rate all appeared to be correct. The insulin pump had not been exposed to magnetic resonance imaging. The customer also had experienced high blood glucose in the 258 to 335 mg/dl range. The customer stated leading up to the complaint, she felt that her heart had a hard time pumping and her blood felt thick. Customer did not complete troubleshooting for high blood glucose. The insulin pump will not be returned for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.